Event description:
During an in-clinic follow-up, noise resulting in oversensing episodes were observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was not reproduced. No intervention has been completed. The patient is stable.